Manufacturer narrative:
Photo evaluation completed on october 6, 2021. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Since the product involved in this complaint was discarded, the device couldn't be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con ii, rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent an unspecified breast augmentation with mentor memorygel,300cc silicone breast implant, experienced right sided capsular contracture grade ii and rupture post procedure. The issue was discovered during the surgery. As a result, patient underwent bilateral replacements as follow: l/cat#: 3503004bc sn#: (B)(4), r/ cat#: 3503004bc, sn#: (B)(4) on (B)(6) 2021.